Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdomen procedure, surgeon started stating concern three weeks ago that he was not seeing "sizzling" with device. It was observed in cases that it sealed properly when surgeon was there. It was unknown if there was regrasp alert heard. There was end tone heard and there was evidence of energy delivery. The surgical tech said it was very thin tissue, surgeon said it did not seal on thick or thin tissue, received bleeding after seal for both but do not have the amount of bleeding and no transfusion needed. Additionally, there were no error messages on the screen. The doctor confirmed he was not aware of anything on the generator indicating an error. A similar non medtronic device was used to complete the case.